Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed, and a leak was not identified from the device. However, fluid was found to not flow through device at the connection of the tube and the connector assembly. The cause of the flow issue was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a plexitron extension set leaked during priming. There was no patient involvement. No additional information is available.